Event description:
The intensive care unit (ICU) nurse reports placing the flexi-seal fms into the patient and inserting an unk volume of air into the balloon on (B)(6) 2014. The flexi-seal fms was inserted for treatment of diarrhea as well as being prescribed imodium for this condition. It was further reported on (B)(6) 2014, after the device had been in use for approx twenty-four (24) hours, the patient had formed feces and the feces was not coming through the flexi-seal fms tubing. The ICU nurse reports attempting to discontinue the flexi-seal fms device and being unable to aspirate air from the balloon port; catheter position was assessed as well as repositioning the patient. The ICU nurse was instructed to cut the catheter tubing, apply lubricant and attempt to place a finger in the pocket of the catheter to assess the balloon's volume and if the balloon was empty to remove the catheter. The flexi-seal fms was removed and the end user was reported to be in stable condition.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional info become available, a f/u report will be submitted. Note: the lot number was not provided. Therefore, we are unable to determine the specific manufacturing site , thus both potential manufacturing site numbers are listed below. (B)(4).